Manufacturer narrative:
Na.

Event description:
It was reported on (B)(6) 2025 that the patient was presented for a mitraclip procedure. During the clip preparation, an abnormal bulge on the covering of the clip was observed. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip cover deformation (bulge) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip cover deformation (bulge). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient was presented for a mitraclip procedure. During the clip preparation, an abnormal bulge on the covering of the clip was observed. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.